Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an error message was received. Customer¿s blood glucose level was not impacted. Reportedly the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
On february 25, 2022, we received the following information: the error reported by the customer was identified as a data alert error.